Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for post-dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 5 x 4 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 14mm in length and extended from a position 10mm proximal of the distal markerband to 4mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosd target lesion was located in the moderately ortuous and moderately calcified superficial femoral artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for post-dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.